Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9, h4 the device was returned to olympus for inspection, and the reported failure b30 scope communication error was confirmed. Based on the results of the investigation, the most likely root cause was due to component failure, which indicates an expected or random failure of a component without any design or manufacturing defect. This issue is linked to the contributing factor of electrical/electronic component problem identified. The performance of an electrical or electronic component was found to be inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the ultrasound bronchovideoscope had a b30 scope communication error during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.